Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 6/2/2020. Additional h6 patient codes: 2330,2061,3189- surgical intervention. Additional b5 narrative: it was reported that the patient underwent mesh removal on (B)(6) 2016 due to recurrent incisional hernia, adhesions, pain, discomfort and scarring.

Manufacturer narrative:
Date sent to FDA: 6/4/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.